Event description:
A nurse reported that during implantation of an intraocular lens (iol) there was a defect in the middle of the lens with patient contact. Additional information was requested and received patient details.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Intraocular lens returned crushed in intraocular lens case base. Solution is dried on the intraocular lens. Intraocular lens in three pieces and crushed/mangled. We are unable to determine the root cause for the reported complaint "defect in the middle of the lens". The returned intraocular lens shows evidence of possible handling by the customer due to the presence of solution. In addition to this, all intraocular lenses are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the intraocular lens contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).